Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo uro. According to the reporter: after the device was inserted into the trocar, when a surgeon was letting the jaws opened, the grip part happened to be cracked. New one was opened to complete the case with no problem. No patient harm. Nothing fell into the cavity.